Event description:
Transferring resident from a bed to hallway into a geri chair, went to open the legs on the lift and they got caught under the geri chair and the lift tipped over.

Manufacturer narrative:
Statement from distributor that the lift was never taken out of service and that it was completely checked over for structure damage and also a safety check and it was found to be in excellent condition.